Event description:
Information received from the field notes that several stored egms noted noise. The patient was not symptomatic nor pacemaker dependent. The patient could not recall exposure to any emi sources during the recorded period of noise. A follow-up visit was scheduled.